Event description:
A customer reported via webform, receiving a sensor message upon scanning the adc device and was unable to obtain readings. The customer was contacted and further indicated they experienced symptoms of shaking, dizziness, sweating, slow speech, and required treatment of orange juice and crackers provided by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000lltj2d has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.